Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: a22501.

Event description:
It was reported that patient had one lead with high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.